Event description:
It was reported that during an arthroscopic procedure the surgeon was utilizing a magnum 2 knotless implant. The physician stated that after passing both limbs of the suture through the distal snare, tensioning was not able to be achieved. A second implant was placed and after passing both limbs of the suture through the distal snare, tensioning again was not able to be achieved. The surgeon stated that the repair was compromised as a result of the failed tensioning. The procedure was ultimately completed by placing additional implants. No pt complications were reported as a result of this event. Further follow up with the surgical staff indicated that suture lock may have been engaged prematurely by the user, prior to final tensioning.

Manufacturer narrative:
The pt¿s age and gender have been requested but not received. Reference MFR report(s): 9019871-2012-00314.